Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the chronic catheter was on the patient for 1 year. They tried to flush but they did not continue process when they observed a crack on red luer lock. The catheter was not repaired. There was no leak. Tego was not utilized. The insertion site was treated prior to product placement. No instrument was used to loosen or tighten the device. Nothing unusual observed on the device prior to use. The method utilized to tighten the adapters was with the hand. No other products being utilized with the device. Chlorhexidine was the cleaning agent used for device's lumens and the chlorhexidine was allowed to dry thoroughly prior to applying ointment(s) to the area. No other defects/damages found where the leak observed. The doctor replaced the catheter with new one from the same product ID (identifier) and same lot on the same day and the treatment was completed. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required to the patient due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the arterial luer adapter was damaged and a piece had cracked and broken off. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The most likely root cause of the observed damage was overtightening during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.